Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced blood loss and required additional non-surgical intervention.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4). Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, recurrence and dyspareunia.